Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was created and k-wire was placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: - a pilot hole was created and k-wire placed not as intended (at right t12); its placement was corrected during the same surgery (with aid of navigation). - at the end of surgery, all screws were in their correct final positions as intended, the outcome of the surgery was successful as intended. - there was no direct (or increased) risk of harm to a critical structure due to this issue. - there was no actual harm/negative clinical effect to the patient due to the deviating pilot hole/k-wire, also not due to prolongation of surgery/anesthesia time by 1 hour. - there were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this issue; hospitalization was not prolonged either. H6: according to the results of the brainlab technical investigation and the (limited) information provided by the hospital, it can be concluded that the root cause of the incorrectly drilled trajectory/pilot hole and misplaced k-wire at right t12 medially by ca. 10 mm with the aid of navigation is: - relative movements of the spine anatomy during the surgery between the left iliac crest the navigation reference array was fixated to, and the vertebrae operated on (right t12) due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. A structural instability (fracture at l2) was present with this patient, which reduces the rigidity of the spine. Image fusions of first and second registration scans confirm relative movement of anatomy occurred at t12. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks after registration at the verification step and/or prior to/during drilling the pilot hole and placing the k-wire at right t12. The deviation was detected by the user after k-wire placement and before screw insertion, by means of a verification scan of the k-wire placement and reconfirmed using the brainlab pointer and drill guide. Note: a similar deviation (10 mm medially) was realized at right l1 before further invasive steps were taken (before drilling at l1) and was addressed by the surgeon accordingly (continued without aid of navigation). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An minimally invasive surgery (on (B)(6) 2024) on the spine due to patient in mva (motor vehicle accident) and fracture at l2, with intended placement of 8 screws at t12-l1 and l3-l4, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeon: -with the patient in prone position attached the patient reference array to the patient's left iliac crest. -placed a bone screw at l3 to be used for accuracy verification. -acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified the registration accuracy on the bone screw, and accepted it to proceed. -validated the brainlab drill guide calibration, and determined it accurate. -used the brainlab pointer to determine the location for stab incision for right t12, performed incision, placed the navigated brainlab drill guide on the pedicle of right t12, drilled to 25mm depth, and placed a k-wire through the drill guide into the hole. -used a c-arm to verify k-wire placement and detected that the drilled trajectory/pilot hole and placed k-wire were not in the intended location. -used the pointer and drill guide to re-verify accuracy and determined a deviation of 1.5mm medial at the verification screw (at l3) and of 10mm medial at right t12 pedicle (and anywhere cranial of the fracture at l2). -removed the k-wire. -placed another bone screw at t11 to be used for accuracy verification -acquired another intra-operative CT scan of the patient's region of interest with automatic image registration, verified the registration accuracy on both bone screws, and accepted it to proceed. -used the brainlab pointer to determine the location for stab incision for right t12, performed incision, placed the navigated brainlab drill guide on the pedicle of right t12, drilled to 25mm depth, and placed a k-wire through the drill guide into the hole. -used a c-arm to verify k-wire placement and confirmed that the drilled trajectory/pilot hole and placed k-wire were in the intended location. -placed a screw over the k-wire at right t12 using a non-navigated non-brainlab tap and non-navigated non-brainlab screwdriver. -used the brainlab pointer to determine the location for stab incision for right l1, performed incision, placed the navigated brainlab drill guide on the pedicle of right l1, noticed an inaccuracy (drill guide displayed in soft tissue despite being on bone), removed the drill guide, verified accuracy with the pointer which re-confirmed a deviation (the observed deviation reportedly was approx. 10mm medial at l1 and t11, and 1.5mm at l3). -decided to continue without aid of navigation (using a c-arm), and placed screws at t12-l1 (percutaneously) and l3-l4 (midline open incision). According to the hospital/treating clinician: - a pilot hole was created and k-wire placed not as intended (at right t12); its placement was corrected during the same surgery (with aid of navigation). - at the end of surgery, all screws were in their correct final positions as intended, the outcome of the surgery was successful as intended. - there was no direct (or increased) risk of harm to a critical structure due to this issue. - there was no actual harm/negative clinical effect to the patient due to the deviating pilot hole/k-wire, also not due to prolongation of surgery/anesthesia time by 1 hour. - there were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this issue; hospitalization was not prolonged either.